Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to failure of main board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that a loud beeping sound was heard and the display disappeared repeatedly. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. There was no repair history. Based on the inspection result by sorc that the main board failed and there was no internal failure of the device other than the reported phenomenon, omsc presumed that the reported phenomenon occurred due to main board failure. The cause of main board failure could not be identified. No more information can be provided at this time. If additional information is received, this report will be supplemented.